Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the difficulty with the device led to the tear? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? How was it confirmed that the anvil was attached? Was the device difficult to close? Was the device actually fired? If the device was actually fired, was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Please indicate if there was patient damage? If yes, please explain. What is the current patient status?

Event description:
It was reported, we were in a sigmoidectomy, the whole procedure was going well, until the moment of using the circular suture, to which I disassemble the anvil appropriately and hand it over to the surgeon, who assembles the suture inside the patient and bringing it closer doesn't work, it locks and causes the sigmoid to tear. Therefore, the surgeon must perform the open anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 01/12/2023. Additional information was requested, and the following was obtained: does the surgeon believe that the difficulty with the device caused the tear? Yes, the tear was caused because the stapler did not cut and partially stapled, remaining adhered to the tissue internally, tearing occurred when it was released. What were the indications for the surgery? Repeated sigmoid volvulus. What surgical procedure was performed? Laparoscopic sigmoidectomy with colorectal anastomosis. Did the patient receive preoperative chemotherapy or radiation? It is a cx due to benign pathology, it did not require and will not require chemotherapy or radiation. Were there any problems experienced with the device in the surgical procedure initial? At the time of activating the mechanical suture, it only stapled one part and did not cut. Which healthcare professional fired the device and what is their experience with it? The shot was made by a general surgeon, dr.(B)(6). At what part of the green space configuration scale was the indicator before firing (b low, b mid, or b high)? B medium. Did the healthcare professional wait 15 seconds after closing the device and then did you squeeze again before firing? The expected precompression time was 20 seconds, while intraperitoneally verified tissue adherence. How was it confirmed that the anvil was attached? It was verified by direct vision, it was confirmed that the device came out of the gun until the orange mark, the anvil was connected in its entirety and the click was evident and when to close it, the complete adherence of the structures. Was it difficult to close the device? No, it closed easily. Was the device actually shot? At the moment of verifying if it is evident that it was fired, since the donut came out. If the device was actually fired, was it difficult to fire? If it was difficult since the lever got stuck. Did the health professional receive audible and tactile feedback when he fired the device? Yes. Have the donuts been inspected? If they were inspected, half of the donut came out intact and the other half came out torn. Was a leak test performed? The tear was immediately verified and identified, the device never cut and did not was able to extract adequately and it was repaired in the same surgical time video-assisted with manual suture. How many days after the operation did the leak occur? N/a. How was the leak identified? N/a. What was observed at the leak site upon re-operation? N/a. How was the leak addressed? N/a. What is the current status of the patient? The patient is adequately, at home, without complications, already assessed in ambulatory control.